Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. A valid blood glucose comparison was not provided by the reporter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.